Manufacturer narrative:
Manufacturing year is 1999.

Manufacturer narrative:
Manufacturing date - requested but not available at the time of this report. Field service specialist visited the site. Found the monitor working normally. Found the main, pivoting panel mount (ppm), selv and cathode breakers tripped. Replaced the ppm cabinet, the right and left c1 capacitors, the trigger printed circuit board, the high voltage and ground chokes, the high voltage cable, the vacuum pump, and the alternate current distribution printed circuit board. After these actions, the laser booted up, refilled, fired and operated normally. The system meets jjvs specs. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that when the system shut down the monitor screen turned yellow and then there was smoke coming out of the top cover of the laser accompanied by an odor. Customer shut the breaker off at the wall and the smoke subsided and dissipated. There was no patient involvement.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA: 010215.